Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The patient indicated that the alleged issue started on (B) (6) 2010, at an unspecified time. The patient reported blood glucose readings of "150 and 160 mg/dl." At an unknown time after the alleged issue began, the patient claimed that she developed unspecified symptoms of "low blood sugar." At an unspecified time the same day the alleged issue began, the patient reportedly administered self-treatment by eating food and/or drinking a beverage. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. It would have been helpful to know the following information: the patient testing frequency, her medication and diabetes management regimens, what specific symptoms (if any) she allegedly developed, what actions the patient took before and after the symptoms started, and what her last meter reading was before the symptoms developed, and what actions (if any) she took based on the last meter reading. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed "low blood sugar" after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.